Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which caller understood.